Manufacturer narrative:
(B)(4). The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition. The sample was not returned to baxter for evaluation. Therefore, the reported condition could not be confirmed and a root cause could not be determined.

Event description:
Baxter (B)(4) received a report that a folfusor underinfused during patient use. Half the to two thirds of the volume was infused over the course of during the expected time of infusion. The device was filled with a solution of 4800 mg of fluorouracil. There was patient involvement, but there was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.